Event description:
The customer reported he noticed the reservoir leaking at the o-rings and there was insulin in the reservoir compartment. No further information provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report to the best of our knowledge.